Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: liner is unexpanded and distal tip is unopened, there is curvature noted on the sheath and introducer shafts, likely due to packaging. Due to the nature of the complaints, no applicable functional testing was available to be performed. The complaints were confirmed through visual evaluation. Dimensional testing was able to be performed and the following was observed: the liner thickness was measured along the liner tear, and all measurements were found to be within the specification (0.004" - 0.001") per the drawing. Due to the condition of the liner strands (too thin), liner thickness measurements were unable to be taken. The complaint was confirmed through visual examination. The complaint for "sheath liner strand" was confirmed based on returned device evaluation. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "balloon [...] Ruptured. [...] The delivery system could not be removed from the body as the balloon was stuck at the common femoral. The physician tried to pull it into the sheath but it would not budge. The physician then proceeded to try to remove the ds with the sheath together and again, the balloon was stuck. [...] Additionally, it was mentioned that due to pull force -the mouth of the sheath was deformed'." Per evaluation of the returned device, two liner strands and partial liner delamination were observed near the distal tip. The burst delivery system balloon likely caused an altered balloon profile, which led to the difficulty removing the delivery system through the sheath. Excessive force applied to overcome the withdrawal difficulty likely led to the observed liner strand damage at the sheath tip. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, excessive manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2024 01920.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 valve in aortic position. The valve was deployed at 90/10 with no complications but there were two jets on echo that the physician wanted to address with a second inflation. The balloon was readvanced and centered on the valve. Capture was observed on pacing and the surgeon went up on the balloon and it barely kissed the stent frame before it ruptured. The fcs asked what atmospheres were gauged and the surgeon said that he did not observe meaningful atmospheric pressure before it burst. The delivery system could not be removed from the body as the balloon was stuck at the common femoral. The physician tried to pull it into the sheath but it would not budge. The physician then proceeded to try to remove the ds with the sheath together and again, the balloon was stuck. The fcs suggested gaining access on the contralateral side to snare the balloon and get it back in the sheath. The doctor wanted to get the ds off first and decided to remove it by cutting the back end of the catheter off. This left a wire and the balloon catheter hypotube. They then inserted a 22fr non-edwards sheath with a curved catheter to go up and over from the contralateral side. A 3 loop snare was inserted to cinch down on the nosecone. The physician clamped the hypotube onto the wire on the working side to anchor it and it was successfully snared contralaterally and removed. On angio, the physicians suspected part of the balloon was still in the body with a couple dissections of both iliac arteries. With vascular consult they decided to perform an evar on the patient and hope that the plastic is pinned in the vessel because it could not be located. Additionally, it was mentioned that due to pull force "the mouth of the sheath was deformed." As per device evaluation in the lab, it was noted there was a liner torn starting at distal strain relief and liner tear approx .5" from distal tip to the tip. There was also a liner strand located approx 4" distal tip and additional liner strand 2.5" from distal tip.